Manufacturer narrative:
Correction: section h10 related report number should have included the medwatch form number mw5181379.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead was explanted due to the infection. No patient consequences were reported.